Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Six pieces were received for manufacturing investigation, unpackaged with no labeling. Four were in the clip with a lid and two were in the clip with no lid. Visual specification investigation showed that the clip was labeled "6" and the length of the screw was 12mm. However, because the product had been removed from its original packaging prior to returning it, it was difficult to determine whether the product was actually received in this condition, or removed from the clip and returned to a different clip. Therefore, the complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that 12mm screws were packed into 6mm clips. These were not used during surgery. No patient harm. This is report 2 of 6 for this event.